Event description:
It was reported that the motor stalled. No case reported. Results of investigation have concluded that the power cord had shorted and/or open internal wiring, which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.